Event description:
The account alleged when the bed is in the chair position, he can press the knee down switch in the siderail and the knee will actually rise.

Manufacturer narrative:
The account replaced the knee drive motor to repair the bed.